Event description:
During product evaluation, failure code 814:01 was found in the pump's event history. It is unk when this failure code occurred or if there was any pt injury or medical intervention necessary. No additional info is available.